Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: a nonconformance related to the product lot was found. However, the non-conformance did not affect form, fit or function of the product, and all units received 100% inspection and met all final packaging/sterilization acceptance criteria. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Ref MFR reports: 1627487-2014-02522, 1627487-2014-02524, 1627487-2014-02525 and 1627487-2014-02526. It was reported the pt's scs system was explanted due to signs of potential infection. One of the pt's lead site had opened and was red and inflamed. The ipg site was also swollen and red. In addition, during the procedure some pus was observed at the ipg pocket site. Cultures were taken, but the results are unk.